Manufacturer narrative:
G4: PMA/510(k)# - the device is a similar device marketed in foreign countries and is not marketed under the 510k. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
The customer reported that the ventilator triggered a technical 379 and 389 alarm. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The customer provided the device log files for review which confirmed instances of the reported alarms. Additionally, the logs indicate that the last successful calibration was performed in (B)(6) 2020. Technical support advised the customer to replace the inspiratory block to resolve the reported malfunction.